Event description:
The customer reported patient passed away while connected to the lap top ventilator 1150. There was no allegation made against the device.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.